Manufacturer narrative:
The part was received in average condition and did exhibit surface scratches/indications as well as the fractured tip that was stated in the complaint. A dimensional evaluation was not performed due to the condition of the remaining reamer tip. Reviewed the DHR and inspection criteria q02953 and concluded that the part was conforming when manufactured. It appears that the reamer tip was subjected to a bending overload during use and the tip fractured." Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to issue being addressed in a field communication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported tip of reamer fractured at the tip. Nothing fell into the patient and the surgery was completed without any issues. Another reamer was not needed and there was no delay in the procedure.